Event description:
(B)(6) overlayed a 4" by 6" piece of xenmatrix a. B. Biological mesh onto my rectus obdominis to repair and strengthen the muscle. The covered rectus obdominis has continued to tighten (shrink) and it is reaching the point where I don't think I can survive much longer. My abdomen is pulled extremely tight and my stomach is both pushed up from the bottom and pulled down from my rib cage. I am house bound, can't sit, and can't stand very long. I have a lot of pain. I have consulted with the doctors who performed the implant. They have no answers. I have contacted the MFR and they have politely told me to take a hike. I have consulted other surgeon's to no avail. Any help or suggestions are greatly appreciated. (B)(6) performed an MRI. Of my rectus obdominis. They told me that only I would know what is going on with rectus abdominis and that trying to remove the scaring would not work. (B)(6).